Event description:
The following information was reported to kci by the kci (B)(4) representative: on (B)(6) 2013, the physician reported that the color of the patient's drainage was observed to be serous to straw colored. Intestinal "juices" were allegedly suctioned, and v.a.c. Therapy was stopped. A superficial intestinal perforation was noted, and four puncture sites were visually observed. The perforation was managed with irrigation and a stoma pouch. On (B)(6) 2013, the patient was transferred to another hospital. No additional information is available.

Manufacturer narrative:
On (B)(6) 2013, the patient underwent surgery for "releasing ileus" after a wound infection occurred, and a debridement was performed. On (B)(6) 2013, partial peritoneal necrosis was observed without perforation noted, and v.a.c. Therapy was placed without a non-adherent dressing. On (B)(6) 2013, it was noted that the perforation site was the location of the previously documented peritoneal necrosis. The physician's evaluation determined that post operative "releasing ileus, there was a possibility of burden to the intestine and the wound infection which caused the partial peritoneal necrosis." Based on the additional information obtained regarding the device, it cannot be determined if the alleged event is related to v.a.c. Therapy. The physician reported that a non-adherent material was not placed during the dressing application. This report is being filed due to possible user error as a non-adherent material was not used prior to the application of v.a.c. Granufoam dressing, and protection of the organs was not performed in accordance with v.a.c. Labeling.